Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a bullectomy procedure, the device operator used a manual handle and reload. The firing staples were not formed properly. To fix the problem, the physician replaced the device with another and completed the procedure. Additional tissue was resected when tissue was restapled. The incomplete staple line was fully removed. No other adverse events were reported.

Manufacturer narrative:
(B)(4). Evaluation summary pending investigation conclusion.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one single use loading unit. The visual inspection and functional evaluation of the device had acceptable results. Product analysis suggests the product was not used in a surgical procedure. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. The product analysis concluded there were no device abnormalities that would have caused or contributed to the reported incident. Therefore, our investigation was unable to establish a relationship between the device and the reported incident. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.